Event description:
It was reported that multiple concerns reported related to foley catheters not fully deflating for removal, causing potential trauma to the urethra. There were also escalated concerns of the balloon popping when withdrawing or not allowing all the ns to be removed.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The labeling is found to be adequate as the instructions for use state: warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Inflate catheter balloon using entire 10cc of sterile water provided in the prefilled syringe note: use of less than 10cc can result in asymmetrically inflated balloon. Once inflated, gently pull catheter until the inflated balloon is snug against the bladder neck. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. A review of the device history record could not be performed since no lot number was provided. Initial reporter facility name provided: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.